Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device shaft and device right toggle switch were broken. Further visual functional observations and testing could not be performed as device shaft and toggle switch was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is exposed to rough handling. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device failed and would not open on patient. The device was difficult to toggle and unload. The suture was lodged in jaw. The surgeon was very distraught and broke device over his knee. The patient has been discharged. There was no patient injury or tissue damage. There was no blood loss of 250cc or more. Case was delayed by one hour. Additional product was opened to correct this condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.